Event description:
The patient reported blood glucose results of "13mg/dl and 158mg/dl," with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.